Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a dislodged abutment subsequent to sustaining a head trauma. The patient was placed under general anesthesia on (B)(6) 2018, to replace the abutment.